Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer had filled the cartridge with over 300 units of insulin. Customer could not troubleshoot with tandem technical support because they did not have any supplies with them. There was no reported impact to the customer's blood glucose level.